Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, a cartridge alarm 5 (pressure out of range) occurred during the load process. The customer stated that they may have loaded an old cartridge, but were uncertain. The customer's blood glucose level was 92 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Although requested, no additional information was provided.